Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. Additional components potentially involved in the event include: common device name: scs lead, model: 3181, lot: 3126656, scs lead, model: 3181, lot: 3126656, scs lead, model: 3181, lot: 3126656, scs lead, model: 3183, UDI: (B)(4), lot: 3111470. A patient experiencing lead fractures was reported to abbott. The patient leads were explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective due to a fractured lead. As a result, surgical intervention was undertaken wherein the peripheral leads were explanted at unknown date. The investigation did not determine the lead that was fractured.